Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 2atm upon first inflation for 5 seconds. The balloon was simply pulled out from the patient's body. The procedure was completed with another of the same device. Per the physician, the balloon might have already ruptured when crossing the lesion. No complications reported and patient status was stable.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. There was blood in balloon which was indicative of leak. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak was identified 3mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 2atm upon first inflation for 5 seconds. The balloon was simply pulled out from the patient's body. The procedure was completed with another of the same device. Per the physician, the balloon might have already ruptured when crossing the lesion. No complications reported and patient status was stable.